Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, oversensing was observed on the device. Technical support recommended reprogramming, which was performed to resolve the event. The patient's condition was stable and there were no adverse consequences.